Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an inflatable penile prosthesis ipp revision surgery due a crack in the pump connecting tube. A new ipp was implanted. There were no patient complications.

Event description:
It was reported that a patient underwent an inflatable penile prosthesis (ipp) revision surgery due a crack in the pump connecting tube. A new ipp was implanted. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned component underwent a comprehensive evaluation. Microscope inspection of the cylinder did not reveal any damage or abnormalities. Leakage testing for cylinder was completed and passed. Based on the information available and analysis results, the reason for a hole/perforation could not be substantiated during functional testing and no other fault conditions were identified. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues. A conclusion code of no problem detected was assigned to this investigation.